Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that water leaked from the inflation valve. It was later reported that water leakage was found between the funnel and the inflation valve after injecting the water into the inflation valve. The nurse removed the catheter, and upon removal it was noted that the balloon was deflated. Subsequently, the catheter was replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the inflation valve. It was later reported that water leakage was found between the funnel and the inflation valve after injecting the water into the inflation valve. The nurse removed the catheter, and upon removal it was noted that the balloon was deflated. Subsequently, the catheter was replaced with the same type of catheter.